Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented before a generator change procedure, episodes of auto-mode switch due to right atrial lead noise was observed. The lead tested normal during the procedure and the physician elected to leave the lead implanted. Programming changes were made and the patient was stable after the procedure.